Event description:
Hospital personnel responded to a patient in cardiac arrest, the device was used to provide defibrillation therapy. According to the reporter, the device lost power by itself at some time during the code. There were no reports of any adverse effects as a result of the use of the device.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate in battery power. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.